Event description:
It was reported that the device experienced an issue described as "battery jumps." There was no reported impact to the customer¿s blood glucose level. The customer declined further inquiry or assistance, and no further action was required or taken by technical support.